Event description:
Report received of user error resulting in overdelivery of a magnesium sulfate bolus. The device had been in use infusing dextrose 5% lactated ringers at 55ml/h on pump a. A maintenance infusion of magnesium sulfate in an unspecified concentration at 20ml/h of magnesium sulfate to run at 150ml/h was given. The nurse programmed the secondary on pump c to deliver at 150ml/h with a volume to be infused of 50ml. She inadvertently connected the secondary piggyback to a distal y-site (bypassing the pump) and opened the roller clamp. She turned pump c to run, and almost immediately an alarm sounded. By the time the nurse realized that the bolus was not correctly connected to the cassette ("not even one minute"), the entire 50ml container had emptied. The patient experienced face flushing, warmth, nausea and vomiting after the bolus dose. The rn reports that these are symptoms often noted with delivery of magnesium sulfate boluses; they subsided within approximately 10 minutes. After the symptoms had completely subsided, the maintenance infusion of magnesium sulfate was started at 20ml/h. There were no adverse effects to the patient or the fetus. The patient had an elective cesarean section approximately 24 hours later due to spontaneous rupture of membranes "which was unrelated to this event." The patient recovered well without any adverse sequelae. The infant was "a little premature" and was initially in the neonatal intensive care unit, but is doing very well. No additional information was available.